Event description:
The customer reported the system would intermittently shut down without command during procedures. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.